Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the blood parameter monitor (bpm) hematocrit (hct) and hemoglobin (hgb) values were inaccurate. As mitigation, the team disconnected the bpm, power cycled the unit, and recalibrated. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.